Event description:
Event was reported to caldera medical by an attorney. The pt has suffered chronic pelvic, rectal and vaginal area pain, painful urinary retention, severe urinary incontinence, leakage, urinary and vaginal infections, chronic vaginal pressure , and difficulty making a bowel movement. No further info has been provided.